Event description:
No harm to pt. An intravenous piggy back of pitocin 10 units in 500 cc dextrose 5% in water through the intravenous pump into the main line of lactated ringers. Rate for the piggy back was set at 3 cc's by rn. Following protocol, 15 mins later the rate was set manually to 6 cc's and when rn looked at intravenous pump a few seconds later it had set at 7 cc's. Rn changed the intravenous pump setting back to the 6 cc rate and before her eyes, it flickered and changed itself to 7 cc rate. Rn double checked the plug; the intravenous was plugged into the outlet. She reset the pump again to 6 cc's and this time it flashed up to 8 cc's. When she tried to reset it back again to 6, the pump would not allow her to reset to 6 cc's. Pump replaced with another one and biomedical was called. It was checked out by biomedical and returned to co.